Manufacturer narrative:
Continuation of product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type catheter pro duct ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 16-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine 20 mg/ml at 2.5 mg/day via an implantable pump. It was reported the patient had a decrease in pain control over the last 3-4 weeks, but denied any withdrawal symptoms. A catheter revision had been scheduled and in the operating room they were unable to aspirate from the catheter access port (cap). After opening the pump pocket and cutting the sutures anchoring the pump, the surgeon thought the catheter beside the collette, proximal to the pump, looked kinked. They decided to cut the catheter and use a 8784 splice kit. Once the reconnected to the pump, they were still unable to aspirate the catheter so they decided replace the old 8780 and newly spliced 8784 with a new 8780. After doing so, they were able to aspirate from the catheter. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.